Event description:
Pt came for routine follow at our pacemaker clinic and his ICD was found unexpectedly at end of life. Deviced implanted in 2005, never used for pacing or defibrillation. Eol occurred without warning.